Event description:
It was reported the pt underwent a coronary angioplasty followed by an unsuccessful angio-seal device deployment; the entire device pulled out. Manufal and mechanical pressure were applied; however hemostasis was not achieved. The patient expired.